Event description:
It was reported that the procedure was to treat a heavily tortuous right coronary artery with heavy clacification. The lesion was pre-dilated with a balloon catheter. There was some resistance noted during the advancement of the balloon catheter. Then the stent delivery system (sds) was advanced and before it reached the lesion, it was noted that the stent had moved distally on the balloon markers. The sds and guiding catheter were withdrawn together as a unit. The stent was dislodged at the humeral artery. A loop was used to retreive the stent and it was withdrawn without further complication. The procedure was completed without implanting a stent.